Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the therapy pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was failing the user test. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that it would not charge, in order to deliver defibrillation therapy.

Manufacturer narrative:
The initial medwatch report indicates: physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the therapy pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The initial medwatch report should indicate: physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the biphasic pcb and therapy pcb assemblies. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Additional information: physio-control further evaluated the removed biphasic pcb and therapy pcb assemblies. It was determined that the cause of the reported issue was a failure of integrated circuit chip, designator u12 on the biphasic pcb assembly. The removed therapy pcb assembly was an ancillary part and there was no failure of this assembly.